Event description:
Meter was reading inaccurately low. The patient stated that they performed a comparison of their two different meters. The suspect meter's result was "lo" and the other meter's result was 145 mg/dl. This is an invalid comparison. The patient was not experiencing any symptoms at the time of testing. The test strips were in good condition, the codes matched, and the techniques for applying blood to the test strip and cleaning the puncture site were done correctly. The patient performed two control solution tests, bot failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A new meter, test strips, and control solution are being sent to the patient.